Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. A review of the error logs indicated the unit alarmed 'expiratory flow sensor fail'. The expiratory flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'inspiratory flow sensor failure' during pre-use checkout. No report of patient involvement.